Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an alternating current cable problem; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit upon power up. There was no patient involved and no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump that with cable issue was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be physical damage to the cord jacket. The power cord was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.